Event description:
Publication reviewed: percutaneous extra-anatomic costoclavicular venous bypass with delayed stent graft erosions. Percutaneous extra-anatomic costoclavicular bypass is a treatment option for hemodialysis patients with symptomatic thoracic inlet venous occlusions who have failed recanalization techniques. The intervention involves connecting the dialysis access outflow to a central thoracic vein using viabahn stent grafts via a subcutaneous tunnel. The technical success and short-term clinical success was 100% in a study of 9 patients. This report describes 2 patients with external stent graft erosion through the tissue and skin after undergoing percutaneous extra-anatomic costoclavicular bypass. Patient 2. A 30-year-old man (body mass index 24.9 kg/m2) with end-stage renal disease and a left upper-extremity brachiocephalic arteriovenous fistula presented with arm swelling. He had undergone fistulography twice within 2 months, with the demonstration of recurrent high-grade (>80%) cephalic arch and subclavian vein stenoses despite stent graft placement. Venous bypass was performed, joining the peripheral left cephalic and internal jugular veins using overlapping 10-mm × 15-cm and 10-mm × 5-cm viabahn stent grafts, without immediate adverse events. Access sites were closed using resorbable 2-0 sutures and skin glue. The arm swelling improved within 24 hours. The patient successfully underwent dialysis. On day 196 after the procedure, a wound dehiscence over the left clavicle was noted despite patency of the bypass. An inspection revealed a 3-mm area of an exposed stent graft at the neck dermatome . Follow-up duplex ultrasound on day 218 after the procedure confirmed patency of the bypass. The patient underwent washout, debridement, and adjacent tissue rearrangement on day 237 after the procedure. Clinical follow-up on day 254 after the procedure showed good wound healing. The pathophysiology of graft-related skin erosion remains uncertain. However, patient activity and resultant kinetic forces, the anatomic course of the bypass tunnel, graft length and diameter, or closure site stresses may be contributors. A deeper subcutaneous tunnel, >2 cm below the skin surface, may induce less stress on the bypass construct, decreasing susceptibility to kinetic forces due to shoulder movement. Shorter-length and smaller-diameter stent grafts may reduce stretching and skin erosion. Adverse events may be mitigated by patient selection, deeper subcutaneous placement, smaller stent grafts, reinforced dermatome closure, and close surveillance. Patient 1 - see (B)(4).

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Overlapping 10mm × 15cm and 10mm × 5cm gore® viabahn® endoprosthesis with heparin bioactive surface were implanted. As the devices are of the same device type, one (1) device was selected for reporting purposes as it is unknown / unspecified, which device was exposed. Instructions for use for gore® viabahn® endoprosthesis with heparin bioactive surface state: warnings - w. L. Gore & associates has insufficient clinical and experimental data upon which to base any conclusions regarding the effectiveness of the gore® viabahn® endoprosthesis in applications other than the endovascular grafting of superficial femoral, iliac arteries or the venous anastomosis of the arteriovenous (av) access circuit. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.